Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The initial case was reported as outside the indications due to the patient had no other options for treatment. Bilateral renal (non-endologix) stents were placed bilaterally; vent procedure. Approximately 1-month post-op a type ia endoleak was observed. The physician plans to treat the patient on an unknown date. The patient will continue to be monitored.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The initial case was reported as outside the indications due to the patient had no other options for treatment. Bilateral renal (non-endologix) stents were placed bilaterally; vent procedure. Approximately 1-month post-op a type ia endoleak was observed. The physician plans to treat the patient on an unknown date. The patient will continue to be monitored. Additional information: the patient was confirmed to have a proximal type 1a endoleak flowing from the snorkeled renal stent. Coiling was performed behind the graft and the size of the leak was greatly reduced to a small persistent type 1a. Patient tolerated the procedure well.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. The patient was confirmed to have a proximal type 1a endoleak flowing from the snorkeled renal stent. The physician placed coils in the mid aorta to treat the type 1a endoleak, small persistent type 1a at the conclusion. The contributing factors for the reported proximal loss of seal was most likely the concomitant use with products outside the IFU (bilateral snorkel in the renal arteries) patient tolerated the procedure well. The event is most likely user related. The procedure related harms for this event could not be determined. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.